Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that the sensor glucose was 48 mg/dl so she drank juice and ate crackers. Customer's blood glucose was actually 456 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.